Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 425cc and experienced deflation on the right breast implant. As a result, patient underwent removal and replacement with saline mentor siltex round moderate profile 425cc on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/27/2018, mentor became aware that the manufacturer's reference number from the report dated 7/10/2018 was incorrect. The correct manufacturer's reference number is (B)(4). Device evaluation summary: it was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 425cc and experienced deflation on the right breast implant. As a result, patient underwent removal and replacement with saline mentor siltex round moderate profile 425cc on 5/22/2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately 0.4 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).